Event description:
It was reported that during a da vinci-assisted surgical procedure, the tool stopped working during the procedure - the metal cable was broken. Replaced with a new pf during surgery. The procedure was continued as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: no fragment fell inside the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the prograsp forceps be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis. .

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a broken grip cable at the distal end. The complaint regarding a broken cable was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.